Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 10 mg at a dose of 5 mg via an implantable pump. The implant date was not obtainable. The concomitant medications and medical history were not obtainable. Although the event date was reported as (B)(6) 2016, information noted that while servicing the patient started to complain about pain. This was general pain from the lack of medication. After a few dose adjustments, the physician asked to perform a roller study to see if the pump was working correctly. This was "on the or", following the company orientation and the (B)(6) did not moved after the bolus. Two times the (B)(6) study was attempted and both times it did not move, it failed. The pump remained in-service. The patient was started with oral medication and was now expecting a position of the company to replace the pump. Although reportedly the event did not result in surgical intervention to prevent a permanent impairment of a function. The patient did not require hospitalization and there was no injury. At the time of the report, the issue was not resolved and the patient's status was noted as alive-no injury.

Event description:
On 2016-03-29 the representative further reported that approximately four weeks before the test the patient started to feel more pain. (The event date approximated as (B)(6) 2016.) Dosage adjustments were done but there was no apparent effect. A pump interrogation was performed on (B)(6) 2016 but there were no error messages present and the pump was not alarming. Neither the patient nor the health care provider heard any pump alarm. The representative was to "check back" if the pump logs were available. The patient had not been exposed to an MRI or other magnetic field interferences. The cause/reason of the roller not moving/working was not determined. The pump was not explanted at the time the representative reported this information. They were determining if the pump really had a problem and "possibly it is, and it will be explanted". No scheduled date was provided. The pump would be returned once explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.